Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call.

Event description:
The customer reported that the 9900 system had a communication error at boot up. No pt injury was reported.